Manufacturer narrative:
Due to character limit: e1: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during the routine check cardiosave intra-aoritc balloon pump (iabp) defective compressor part had replaced. There is no patient involved.

Manufacturer narrative:
Due to character restriction in block e1: e1 event site full name:(B)(6) hospital. E1 event site telephone: (B)(6). Corrected fields: e1 (event site name, event site telephone) updated fields: b4, g1 contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor (B)(6). The iabp was returned to the user in working condition after being tested and checked.

Event description:
N/a.